Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump under delivering the insulin with high blood glucose of 431 mg/dl. The current blood glucose was 433 mg/dl. Customer getting the insulin flow blocked message. Customer declined high blood glucose troubleshooting and will call back if high blood glucose persist. The insulin pump will not be returned for analysis.